Event description:
It was reported, the patient had fallen, and the ipg was protruding and the ipg site was painful. In addition, the patient was having difficulty charging the ipg. On (B)(6) 2012, the physician moved the ipg to a new pocket. It was reported the procedure resolved both issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.